Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that the nurse primed the line and loaded the set correctly (upper blue fitment first) for an infusion of chemotherapy (amsacrine). Pt rang buzzer as infusion was complete. On entering room "the nurse noticed 5-10 mls of yellow fluid on the floor, paused the pump and then noticed that yellow fluid was running down the silicone tubing, along the line was eventually dripping onto the floor. The nurse cannot remember the exact point of leaking, whether below/above blue fitment." From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.